Event description:
During the knee scope the bottom jaw broke off. The surgeon was unable to retrieve the piece. It is not in the joint, it appears to be in the soft tissue per x-ray.

Manufacturer narrative:
(B)(4): one device was returned for evaluation. The device confirmed broken as the bottom jaw is missing. The bottom jaw was not returned for evaluation. The failure mode was confirmed. The device was visually evaluated. A comparison of the surface finish on the finger loops found them to be inconsistent indicating that the device has been serviced. The bottom jaw was broken off from the outer shaft of the device. Due to the returned condition of the device a dimensional evaluation of the bottom jaw for wall thickness could not be performed. Also a review of the bottom jaw cutting edge could not be evaluated as the piece was not returned. No conclusion can be made after evaluation. (B)(4).